Event description:
Rptr has recently been informed that the clip is about to be licensed by "your authority". Rptr is greatly concerned to receive this info as she had a tubal ligation on 25th aug, 1990. Six months later found that she was pregnant. The obstetrician used "filshie clips." When rptrs son was born on the 19th dec.,1997 by cesarean section rptr's tubes were cut & tied. There were 2 obstetricians present & before the section of tubes (with clips) were removed and sent to pathology it was noted by the 2 surgeons & rptr's husband that the clips were in the correct place & intact. When the obstetrician saw that the clips were, as one would say, "present & correct" and read the pathology report, he commented that there was nothing revealed as to why they failed. Rptr would put it, that this is of even more concern; that a clip had not fallen off or was damaged; that when so called "correctly applied" pregnancy resulted shortly after. Rptr urges FDA to reconsider intention/decision to license the clip. Rptr was not warned to expect any failure & was sure that the term tubal ligation meant permanent & irreversible." No woman having an expensive & invasive procedure would expect possible failure."